Event description:
The pt reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery has not been scheduled. The pt will continue to use the implant with the non-functional electrodes deactivated.

Manufacturer narrative:
The child is doing well with new implant. This is the final report. Clinical summary: the pt has reported intermittency since 1999. Previous integrity testing showed possible progressive electrode array malfunction. In 12/1997, the integrity test results determined that electrodes 14, 15, 16, 17, and 19 were malfunctioning. At that time, the pt's progress was good and it was decided not to explant/reimplant. In 9/1999, the pt reported increasing intermittency. An integrity test donee at that time was consistent with intermittent electrode function. A decision was made to explant the device and reimplant a new device. Conclusion: the device failed due to seven broken electrode wires at the exit from the stimulator body. Operation of the stimulator was confirmed.